Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the helix was tested before implanting, but the helix did not extend with multiple rotations. It was soaked in saline and then it was once again tested but failed. A new lead was implanted. No patient complications have been reported as a result of this event.